Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 290518 on panther instrument sn (B)(4), which had a discrepant sample. Customer questioned the initial positive result, so they re-aliquoted and reran the sample on the same panther where it resulted negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the initial result was a valid positive and the retest a valid negative. Ts found no hardware or reagent preparation issues and relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua (B)(4), aptima sars-cov-2 eua (B)(4), and aptima sars-cov-2/flu eua (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.